Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore instructions for use, the access vessel should be of adequate size. The iliac artery treatment diameter range of 8-18.5 mm. If the vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the pt may result. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.

Event description:
In 2009, a gore tag thoracic endoprosthesis was implanted to repair a type I endoleak from a previous thoracic aortic aneurysm (manufacturer tokyo medical college). Access with a 24fr gore introducer sheath with silicone pinch valve through the right femoral artery was unsuccessful, so the physician used the right common iliac artery. The gore tag thoracic endoprosthesis was implanted and the introducer sheath was removed. Post-removal, the physician found the right common iliac artery had ruptured and the distal side of the adjacent inferior vena cava was damaged. A sutures and a femoral-femoral bypass were used for repair. The pt tolerated the procedure.